Event description:
It was reported that the patient connector of a uv flash transfer set separated from a titanium adapter ¿very easily¿ when the customer changed the transfer set. This occurred during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The transfer set was returned, and the evaluation was completed. Visual inspection (microscopic and naked eye) discovered damage to the patient adapter. Underwater leak, clear passage and clamp functional tests were performed with no issues noted. The internal diameter of the patient adapter was measured, and it was within specification limitations. Although damage was found on the patient adapter, the transfer set was able to pass all subsequent testing and measured within specification limits. The reported connection issue was unable to be verified. Should additional relevant information become available, a supplemental report will be submitted.